Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.

Event description:
(B)(6) utilizing new telemetry monitors - ge apexpro fh transceiver p/n 2025064-005 8 noted events between (B)(6) 2016 in which monitor transmission becomes erratic with artifact. Seven of the 8 cases all involved patients with st. Jude pacemakers and some type of electrical device near the patient causing the interruption of transmission. Five cases involved callbells/tv remotes, one with a laptop, and the 7th involving a phone. In the 8th case, the patient did not have a pacemaker at all. Dates of use: (B)(6) 2016. Reason for use: remote telemetry monitoring. Event reappeared after reintroduction: yes.